Manufacturer narrative:
(B)(4).as the customer has requested anonymity, no further follow-up can be performed. Therefore, the device is not available for evaluation.

Event description:
The food and drug administration notified baxter that a voluntary medwatch (report number (B)(4)) was received reporting a colleague infusion pump which failed when unplugged and would not deliver an epinephrine infusion when plugged back into the electrical outlet during patient use. The reported condition resulted in a drop in the patient's blood pressure (bp) to 76/30. The patient was status post aortic valve replacement (avr) surgery. The nurse was forced to turn off the pump, stop another drug and reprogram the other pump to resume this bp maintaining drug. It was indicated that the event abated after the intervention and did not reappear after the infusion was restarted. No additional information will be provided as follow-up cannot be performed because the customer requested anonymity. The software version of this pump is unknown.